Manufacturer narrative:
The initial MDR 2432235-2018-00147 was filed on 11-apr-2018. The first supplemental MDR 2432235-2018-00147_s1 was filed on 03-may-2018. Additional information (30-may-2018): a siemens headquarters support center specialist reviewed the instrument data and did not find any sample (sample diluent, dilution well, sample), reagent or mechanical issues which could cause the discordant results. This is considered an isolated event specific to the customer site. The cause of the discordant, false reactive igg antibodies to toxoplasma gondii results on one patient sample is unknown. Siemens is investigating the issue. MDR 2432235-2018-00146_s2 has been filed for the same event.

Event description:
The customer obtained discordant, false reactive results for igg antibodies to toxoplasma gondii (toxoplasma igg) assay on patient samples on an immulite 2000 xpi instrument, while using kit lot 438. The customer provided an example of a patient sample which was reactive with multiple sample draws. Sample ID 2180216097 is an original sample for this patient (patient 1), which gave nonreactive results on 21-feb-2018 with kit lot 437 and upon repeat testing with kit lot 438 was reactive. The customer stated that there were five other patient samples which were discordant, false reactive with kit lot 438. These samples were nonreactive when previously run with kit lot 437. Sample for patient 1 was repeated using kit lot 439, resulting non-reactive. While new sample draws were obtained for the additional five patient samples. Those samples were sent to an alternate laboratory where they were tested on an unknown platform, resulting nonreactive. For patient 1, the results obtained with kit lot 437 were reported to the physician(s). It is unknown if the results obtained with kit lot 438 were reported or not. The nonreactive result obtained with kit lot 439 was reported to the physician(s). For the rest of the five samples, the nonreactive results obtained from the alternate laboratory were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, false reactive toxoplasma igg results.

Manufacturer narrative:
The initial MDR 2432235-2018-00147 was filed on 11-apr-2018. Additional information (18-apr-2018): the sample for patient 1 was repeated using kit lot 439, resulting nonreactive for toxoplasma igg. New samples were obtained for additional five patient samples. Those samples were sent to an alternate laboratory where they were tested on an unknown platform, resulting nonreactive. For patient 1, the nonreactive result obtained with kit lot 439 was reported to the physician(s). For the rest of the patients, the non-reactive results obtained in the alternate laboratory were reported to the physician(s). Sections b5 and b6 have been updated with this information. Corrected information (19-apr-2018): section b5 of the initial MDR stated that "sample ID 2180216096 is the original sample for this patient, which gave nonreactive results on 21-feb-2018 with kit lot 437 and upon repeat testing with kit lot 438 was reactive." However, sample ID 2180216097 was the original sample which was repeated using with kit lot 438, resulting reactive. Section b5 has been updated with this information. MDR 2432235-2018-00146_s1 was filed for the same event.

Manufacturer narrative:
The initial MDR was filed on 11-apr-2018. The first supplemental MDR 2432235-2018-00147_s1 was filed on 03-may-2018. The second supplemental MDR 2432235-2018-00147_s2 was filed on 15-jun-2018. Additional information (28-jun-2018): the customer provided additional sample data. Four of six patient samples were either non-reactive or in indeterminate range. Two of the patient samples gave reactive results with kit lot: 438. The customer reported the non-reactive results. For sample ID: (B)(4), the customer did not have enough sample quantity to perform a repeat testing using kit lot: 439. It is unknown if these are the same six patient samples as indicated in the initial MDR. Relevant tests/laboratory data has been updated with this information. The customer has replaced immulite 2000 xpi instrument with advia centaur and has been reporting samples for toxoplasma quantitative igg from the advia centaur instrument. Based on the available information, siemens determined that in february 2018, the customer's adjustment for kit lot: 438 had high coefficient of variations and were not optimum when compared to the release data and lot: 439. Quality control (qc) data for lot: 438 was not provided, but it was noted that the qc was showing high bias on the days prior to the patient results obtained using kit lot: 438. Siemens concluded that the calculated specificity at the customer site for kit lot: 438 is 99.7 percent. The specificity results from the 3 studies in the immulite 1000 toxoplasma quantitative igg instructions for use (which is where the immulite 2000 toxoplasma quantitative igg specificity claim resides) have (B)(4) confidence limits ranging from (B)(4). A search of siemens complaint database in july 2018 did not show any other complaint with immulite 2000 xpi toxoplasma quantitative igg kit lot: 438. Based on the available information immulite 2000 xpi toxoplasma quantitative igg kit lot: 438 is performing as intended. No further evaluation of device is required. Method, result and conclusion codes have been updated. MDR 2432235-2018-00146_s3 has been filed for the same event.

Manufacturer narrative:
The cause of the discordant, false reactive toxoplasma igg results on one patient sample is unknown. Siemens is investigating the issue. MDR 2432235-2018-00146 was filed for the same issue.

Event description:
The customer obtained discordant, false reactive results for igg antibodies to toxoplasma gondii (toxoplasma igg) assay on patient samples on an immulite 2000 xpi instrument, while using kit lot 438. The customer provided an example of a patient sample which was reactive with multiple sample draws. Sample ID (B)(6) is an original sample for this patient (patient 1), which gave nonreactive results on (B)(6) 2018 with kit lot 437 and upon repeat testing with kit lot 438 was reactive. The customer stated that there were five other patient samples which were discordant, false reactive with kit lot 438. These samples were nonreactive when previously run with kit lot 437. For patient 1, the results obtained with kit lot 437 were reported to the physician(s). It is unknown if the results obtained with kit lot 438 were reported or not. It is unknown which results were reported for rest of the patients. There are no reports of patient intervention or adverse health consequence due to the discordant, false reactive toxoplasma igg results.